Event description:
Pt with a chronic disease and has had a long-term mediport in the left chest, which recently has been noted to be working poorly. Pt requires a mediport for every other week instillation of enzyme therapy and so surgery was asked to remove the mediport that is dysfunctional and place a new mediport.surgeon attempted to remove port from left side of chest. Port broke and the catheter was determined to be stuck in the vessel. Catheter is being left in the patient. The catheter was suture ligated and cut and the remainder of the catheter and the port could be removed after identifying the prolene sutures holding the port in place and additional pseudocapsule surrounding the port could be removed with it.